Event description:
It was reported the patient's lead exhibited increased capture threshold as well as increased impedance. A decrease in sensing was also noted. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).